Event description:
The customer contact reported a separation. On an unspecified date, the male adapter of unspecified primary tubing set was connected to the female adapter of the extension tubing set and was to be used to deliver an unspecified volume of lactated ringers, via gravity. It was reported that during priming of the tubing sets prior to pt use, the tubing separated from the female adapter of the extension tubing set. The customer contact reported that the secondary tubing set was replaced, the priming was completed, and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.